Event description:
It was reported that during an infusion of heparin, the pump originally had a weight of 102 kg programmed in as the weight to be used. The mar had a weight of 98.8 kg being used, after changing pump weight to 98.8 kg the pump continued to infuse at the wrong rate (8.16 ml/hr. Or 8.176 units/kg /hr.). The dosing rate was manually changed in the pump, but the electronic calculation of rate did not change as it should have. There was no patient impact.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that during an infusion of heparin, the pump originally had a weight of 102 kg programmed in as the weight to be used. The mar had a weight of 98.8 kg being used, after changing pump weight to 98.8 kg the pump continued to infuse at the wrong rate (8.16 ml/hr. Or 8.176 units/kg /hr.). The dosing rate was manually changed in the pump, but the electronic calculation of rate did not change as it should have. There was no patient impact.